Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on the attached photos, it was observed that the balloon sac burst. A potential root cause of this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A review of the device labeling has been conducted for investigation purposes and was found adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer has recently experienced another incident involving a foley catheter balloon defect during surgery. After the procedure, the surgeon noted that the foley catheter had fallen out. Upon inspection, it was found that the balloon had ruptured, leading to deflation and dislodgement of the catheter. A new foley catheter was inserted without further complication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had recently experienced another incident involving a foley catheter balloon defect during surgery. After the procedure, the surgeon noted that the foley catheter had fallen out. Upon inspection, it was found that the balloon had ruptured, leading to deflation and dislodgement of the catheter. A new foley catheter was inserted without further complication.